Event description:
It was reported that during arthroscopy the device was broke inside the patient. The procedure was completed without delay. It is unknown how the surgery was completed. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.